Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there was loss of capture on this rv lead. The lead remains implanted. There was no mention of intervention. Should additional information become available this file will be updated.